Event description:
The manufacturer received information alleging a ventilator service required code. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed and failed a test step during testing. The device's blower assembly, blower bellows, machine flow sensor, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required code. The device was not in patient use. In previous report, section e: initial reporter was incomplete. In this report, section e, g has been updated/corrected.